Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a valve of a different manufacturer. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress b3, b5, d4, d6, d9 and h6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that 11 years 5 months post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a valve of a different manufacturer. The reason for the replacement was reported as severe aortic regurgitation, tear and pannus. No additional adverse patient effects were reported. Additional information was received that 11 years 5 months post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a valve of a different manufacturer. The reason for the replacement was reported severe aortic regurgitation, tear and pannus. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve shows slight distortion, oval shaped. Stent measurements: 18.92 mm x 19.58 mm. Stent post measurements: lr= 4°, rnc= 7°, ncl= 7°. Sections of the sewing ring appear to have been removed during explant exposing the underlying stent. A black braided suture remains attached to the top of the right non-coronary stent post. The right and non-coronary cusps are in the closed position with the left cusp partially open due to the tears in the leaflet. All leaflets are slightly stiff but flexible except where host tissue extends on the inflow. A large tear observed through the free margin and lunula of the left cusp appears to be associated with contact with a possible long suture tail. The tear appears to line up with a small needle hole in the sewing ring. Tears adjacent to the left right stent post appears to be associated with bias wear contact and/or restricted leaflet motion due to host tissue overgrowth on the inflow. A large tear through the belly and lunula of the right cusp appears to be due to a possible long suture tail. Evidence of a needle or suture hole observed through the host tissue along the outflow of the sewing ring appears in line with the tear. Tiny abrasions through the free margin and lunula of the non-coronary cusp appear to be due to contact with bias wear along the non-coronary stent post. All commissures appear intact. Glistening off white pannus extends to the tissue and base stitching adjacent to all cusps, along the inflow margin of attachment, into all inferior coaptive areas and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus remains attached to the existing sewing ring on the outflow with traces of pannus on all outflow rails and stent posts. An unknown amount of pannus appears to have been removed on the inflow and outflow. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.